Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found a hole in the analyzer tubing and replaced it. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 4.9 mg/dl. The customer noticed water on top of the reaction cells which prompted them to repeat the sample. The sample was repeated on another analyzer and the repeat result was 9.9 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) adjusted the gear pump head pressure, replaced the vacuum diaphragms, cleaned the vacuum tank, cleaned the check valve and vacuum bottle, and replaced three solenoid valves. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.